Manufacturer narrative:
Testing and investigation found that the device powered on with a whitescreen error and displayed "hw watchdog error (unexpected watchdog reset)" and the device sounded an audible alarm from the secondary speaker. This was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a whitescreen error. The device was returned to the biomedical dept from the IV infusion ctr with a report that the screen was completely white with a message, "please clamp the line and disconnect the cassette. Device malfunction: watchdog error". No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.